Event description:
Information was received indicating that a smiths cadd solis vip ambulatory infusion pump displayed a "cassette not attached error". It was reported that when the cassette is attached it does not latch down. There was no reported injury to the patient.

Manufacturer narrative:
One cadd solis vip pump was returned in good condition. There was some evidence of ingression around the downstream occlusion (dso) seal and the air detector. The event log was accessed and multiple latch alarms along the " cassette not attached properly" alarm were noted. The pump was ran in user mode and the reported "cassette not attached properly" issue was duplicated. While running in preventative maintenance (pm) mode,the converter's screen showed no change in the voltage of the converter when the dso was pressed. When attaching a cassette while in user mode, the alarm sounded when the latch was closed. There was some evidence of ingression which many have caused the fault. The dso sensor was faulty and will be replaced to resolve the issue.